Manufacturer narrative:
The investigation performed showed that the tips broke most likely because of inappropriate user handling in terms of cutting inappropriate products and/or cutting at the tip of the blade. Indication for material or manufacturing related problems were not found in these investigations.

Event description:
Broken tips on plate cutters.